Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose (bg) event on (B)(6) 2026. The blood glucose (bg) was 64 mg/dl and was treated by taking carbohydrates. No further information available.